Manufacturer narrative:
The suspect pump was returned for evaluation. Visual inspection confirmed that there were no anomalies found related to the complaint. The allegation made by the complainant was confirmed. The probable root cause of the event was due to a burnt battery solder pads of the mainboard and was then replaced to resolve the issue.

Event description:
It was reported initially by the customer that the bolus dose cannot be given by the infusion pump, and this occurred during startup. There was no patient involvement and no patient harm.